Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, adhesions to the failed implant, mesh migration, chronic draining abdominal wound and chronic inflammation. Post-operative patient treatment included revision surgery.